Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06448. The pt was implanted with one epidural and one subcutaneous (off-label) lead. It was reported the pt is not receiving effective stimulation. The pt is also feeling unintended stimulation in her ribs. Surgical intervention to address the issue will be undertaken at a later date.